Manufacturer narrative:
Evaluation determined: it appears that excessive force may have been applied to the abutment hex causing it to deform.

Event description:
This report is a summary of one (1) malfunction event. A review of the event(s) involved a device experiencing a broken hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.